Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with a cardiac resynchronization therapy defibrillator (crt-d) device developed a small incisional hematoma during wound check prior to discharge. The physician performed a pocket exploration and hematoma evacuation. The device was repositioned. Furthermore, the surgical site began to actively bleed after the hematoma. The physician placed a demabond and steri-strips to site. The patient was then follow-up and good progress of wound healing was noted. The device remains in service. No additional adverse patient effects were reported.